Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the hex head fractured during surgery. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign, canada. This follow-up report is being submitted to relay additional information. Product was returned for evaluation. Visual examination indicates that the device exhibits signs of repeated use and has fractured. Dimensional examination indicates that the device conforms to the measurable print specifications. Hardness was found to be within specification. Sem analysis indicates that the fracture surface artifacts suggest a torsional overload fracture of the distal hex tip. Device history record was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause was determined to be wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.